Manufacturer narrative:
Evaluation summary: the lens was returned. Haptic and optic damage was observed. Product history and batch records were reviewed and documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge and handpiece. Two viscoelastic were indicated, neither if which is approved for the lens/cartridge combination used. Product history records could not be reviewed for the cartridge or handpiece lot because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The viscoelastic products used are not approved for user with this lens/cartridge combination. Root cause for the complaint of blurry vision could not be determined. The root cause of the haptic damage may be related to a failure to follow the dfu. The customer indicated the use of an unapproved viscoelastic with the lens/cartridge combination. Due to varying viscosity, the use of unapproved viscoelastics may result in lens delivery difficulties or product damage. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and email. A completed questionnaire was not received. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, a patient experienced blurry vision. During a postoperative visit, the surgeon noticed a damaged haptic on the iol. The surgeon exchanged the lens for the same model and power eight days following the initial implant procedure. The surgeon does not know when the haptic was damaged. An unapproved viscoelastic was used during the implant procedure. Additional information has been requested.